Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Complainant's event typically caused by continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned and/or torquing while leveraging the device. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the tip of the screwdriver broke inside the bioabsorbable screw. The broken fragment was not removed but remained inside the screw and was fixed there. The surgery was completed successfully, no negative consequences for the patient have been reported so far. It was not necessary to switch the surgical technique or do a second surgery. Follow-up investigation: an x-ray was done, but no computerized picture is available. The transplant is blocked in the femur tunnel with the screw. The surgeon was not able to give more information. The part number of the screw is ar-1370b with batch no. 10169107.

Event description:
It was reported that the tip of the screwdriver broke inside the bioabsorable screw. The broken fragment was not removed but remained inside the screw and was fixed there. The surgery was completed successfully, no negative consequences for the patient have been reported so far. It was not necessary to switch the surgical technique or do a second surgery. Follow-up investigation: an x-ray was done, but no computerized picture is available. The transplant is blocked in the femur tunnel with the screw. The surgeon was not able to give more information. The part number of the screw is ar-1370b with batch no. 10169107.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint confirmed. The driver met dimensional and material specification. Visual evaluation revealed the driver was received with the hexed tip of the driver broken off the shaft. The broken distal end was not received for evaluation. Complainant's event typically caused when the joint is flexed during insertion of the implant with the driver engaged or prying/leveraging of the driver. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.